Manufacturer narrative:
The user reported discrepancies between their blood glucose (bg) readings and the sensor glucose (sg) values. The case was escalated for further review. Analysis of available system data showed calibration entries where sensor glucose did not consistently align with blood glucose trends, and the user had stopped using the system. Based on system performance concerns and the user's expressed safety issues, next level support approved a sensor replacement. Customer care was instructed to issue an RMA, discuss willingness for reinsertion, confirm the inserting hcp and shipping details, and advise the user to rely on blood glucose meter readings and follow hcp guidance. Multiple attempts were made to communicate the escalation outcome to the user, and the territory manager was notified. With the user remaining unresponsive and not using the system, the case was closed. B4.date of this report 27 jan 2026. G3.date received by the manufacturer? 27 jan 2026. H3. Device evaluated by manufacturer?no. H6. Type of investigation updated to 4119. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.